Event description:
It was reported that the lcd monitor hd15 connector port was not working. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause and occurrence as to why the oev-261h hd15 port is not working could not be identified. Olympus will continue to monitor field performance for this device.